Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving fentanyl via an implanted pump. Indication for use was noted as non-malignant pain. The patient reported that their pump was alarming or beeping on (B)(6) 2016. The patient reported that the pump started critically alarming a few minutes prior to call and felt they may be out of medication. The patient reported their pump was whistling every 28 minutes, 3 times because it was running out of fluid. The patient was not due for a refill. The patient was electing to have the pump removed the, healthcare provider (hcp) had been weaning the patient of the medication since 3-4 months ago (2016). The patient stated that the hcp scheduled their appointment too far away , stating the next upcoming appointment was on (B)(6) 2016. The patient was pretty sure and thought that the pump was going to be out of medication. The last time the patient's pump was refilled was (B)(6) 2016. The syringe had about "a half inch of medication in it and was pretty low." The date that the hcp told the patient to come back for a refill was (B)(6) 2016. The patient did not have a personal therapy manager (ptm). The patient reported that they were not hurting or anything and "feels fine."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.